Manufacturer narrative:
Failure analysis noted that the insulin pump alarmed compromised force sensor system at 4 pounds during the prime/ compromised force sensor system alarm test due to moisture damage on the force sensor resistor. There were no traces of moisture at the electronic or motor assemblies. The pump had cracked battery tube threads and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 7.9 mmol/l at the time of incident. The customer stated that the pump display window had a lot of condensation and it was difficult to read the information. The customer stated that the pump was not dropped and did not have any cracks. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.